Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. A 20mm x 3.5mm quantum maverick balloon dilatation catheter was used to predilate the target lesion. Upon the first inflation the balloon was suspected to rupture as it started to deflate at 9 atmospheres. The balloon was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).